Event description:
It was reported that during surgery on (B)(6), 2014, the surgeon was using the anatomical handle for rasp (instrument) and the top broke off from the handle. The surgeon had to remove the anatomical rasp from the patient's humerus.

Manufacturer narrative:
The manufacturer did receive the instrument for review on (B)(4), 2014. Where lot number was received for the instrument, the instrument history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).